Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose level was 584 mg/dl with ketones. Ketone levels were identified as life threatening by health care provider. The elevated bg was addressed by a correction injection via manual insulin therapy. The customer continued to use the pump for insulin therapy and has an alternate pump for insulin therapy if necessary.